Manufacturer narrative:
The pump was not returned to the MFR for eval. However, an on-site investigation was conducted. The MFR was unable to confirm that any instrument overinfused due to rate changes or instrument malfunctions. The instrument is still in use at the hosp. It is suspected that the cause of the incident was mis-programming of the infusion rate. The MFR will address with add'l in-servicing.

Event description:
It was reported that an overinfusion of heparin occurred. The heparin was discontinued until the pt ptt levels returned to 37.